Event description:
It was reported that the event occurred in the cath lab after the dilator was removed. Blood was observed to flow out of the 2 way valve on the sheath instead via radial artery. There was enough blood for the md to be concerned and as a result, decided to remove and replace the sheath successfully with a cordis sheath. This occurred prior to the spring wire guide insertion. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt while operating a new kit. The pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.